Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. The technical support specialist had dialed in to the station and identified that the time zone had not been updated correctly. Following the knowledge article device time is incorrect, the tss corrected the time zone from pst to cst. During this time, the tss received a teams message asking whether the station was still critical override, and it was found to be offline due to the wireless adapter engaging. The tss informed the customer that the issue had been resolved by updating the time zone. The customer noted that the facility had recently upgraded to version 1.11 but had not changed the time zone afterward. The tss attempted to contact the customer and later confirmed that the station was operational, showed no critical override, and that nurses were accessing medications without issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es wesley rehab east pyxis machine was on critical override and not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.